Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and unreadable. Reportedly, the screen was half blacked out and the reason for the cracked screen was unknown. Customer's blood glucose level was 296 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.